Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting. The fse turned the flexvision pc on manually. A review of the system logfiles found that the host pc was unable to connect with flexvision pc. Upon troubleshooting actions, the fse identified a loose communication cable to the flexvision pc. The fse reseated the cables, reloaded the board software on flexvision pc and configured layout in tsm. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.